Event description:
Boston scientific crm received information that following implant of this device, random atrial activity markers were observed up to 400 milliseconds after sensed right ventricular beats. A boston scientific field representative reported there were no sources of electromagnetic interference present. The device was reprogrammed to least sensitivity, and the atrial markers no longer were observed. A boston scientific technical services consultant (ts) discussed the likelihood of escaping air bubbles from between the seal plug and the header cavity being sensed and marked, and recommended reprogramming sensitivity to the nominal value and monitoring for additional atrial markers, which was done. No signals were observed at the pre-discharge device check the following day. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.